Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in an approximately (B)(6) male patient coincident with dianeal unknown and extraneal viaflex therapies. On (B)(6) 2011, the patient began treatment with dianeal unknown and extraneal viaflex (dose, frequency and lot numbers not reported), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient began treatment with dianeal unknown, (dose and frequency not reported) and extraneal viaflex, (dose and frequency not reported), ip for capd. On (B)(6) 2011, the patient experienced sterile peritonitis, manifested by cloudy effluent, not requiring hospitalization. On (B)(6) 2011, the patient began treatment with vancomycin 2g, every 5 days, ip, over 6 hours and ciproxin 500mg, 2x/day orally. On (B)(6) 2011, treatment with ciproxin ended. Treatment began with gentamycin on "day 5." At the time of this report, the event of sterile peritonitis was improving. The severity of the peritonitis was considered moderate. Action taken with dianeal and extraneal was not reported. The nurse did not provide an assessment of causality for the event of sterile peritonitis in relation to dianeal unknown and extraneal viaflex therapies; however, could not rule out contaminated fluid as possible cause.